Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 3006705815-2017-00851, 1627487-2017-03737 and 1624787-2017-03738. The manufacturer is unable to determine which lead and anchor were replaced thus all devices are reported. It was reported the patient was not receiving effective stimulation. X-rays were taken and showed the lead had migrated. The patient underwent surgical intervention on (B)(6)2017 where one lead and anchor were removed and replaced. In addition, the anchor appeared to be damaged.